Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (7 mg/ml at .84 mg/day) via an implanted pump. It was reported that during a recent drug refill, they were expecting 5 ml but 38 ml was the actual return. A dye study on 20-jan-2021 was unsuccessful. Today the patient was taken to surgery. The pump was flipping, and the pump segment of the catheter was kinked. The pump segment of the catheter was replaced, and the pump was sutured down using suture loops. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was noted that the hcp had no further information to provide regarding the event.